Event description:
Sales representtive states that while conducting a class on suturing, the needle was prematurely pulling off the suture. There was no patient involvement in this event, accordingly, no patient adverse event.